Event description:
Reporting status: serious injury/surgical intervention/hospitalization. Reporting rationale: separated distal shaft requiring surgical intervention. Device issue: separated distal shaft. It was reported that the device separated after the first ptca inflation. The balloon catheter inflated and then deflated in a normal manner; however, became stuck on the calcified lesion in the circumflex artery. After several attempts to inflate, deflate, and remove the balloon catheter from the lesion, the distal shaft separated at the guide with exit notch. An attempt was made to snare the separated portion, but could not be removed from the lesion. The patient was sent to surgery for removal of the distal end. No additional event or patient information is available.

Manufacturer narrative:
.